Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a/an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, resistance was felt while pushing forceps down the scope channel immediately after passing the biopsy cap. After passing the forceps through the scope, one biopsy sample was collected and an attempt was made to retract the forceps, but resistance was felt again. Upon inspection, entire head of the forceps appeared bent, at the pull wires. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. It could not be reported if the device had been inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a/an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, resistance was felt while pushing forceps down the scope channel immediately after passing the biopsy cap. After passing the forceps through the scope, one biopsy sample was collected and an attempt was made to retract the forceps, but resistance was felt again. Upon inspection, entire head of the forceps appeared bent, at the pull wires. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. It could not be reported if the device had been inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint; head of the forceps bent. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).